Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Device also received with broken battery tube threads, cracked case corner of belt clip rails, faded serial number label, cracked retainer, cracked keypad at select button and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer also stated that the insulin pump was not working properly. The customer was able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.